Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
The injury happened monday evening (B)(6) 2013. (B)(6), the director of nursing, was made aware on tuesday the (B)(6). The (B)(6) was the day that the joint commission arrived for the hospital survey. (B)(6) brought me up to speed on the evening of the (B)(6).  We visited the resident the following day to ask her a few questions and to allow inspection of the bed.  Per our earlier discussion, the don recreated the incident, acting as the resident and the same two nursing assistants walked her through the accident. The resident was assisted from the wheel chair and helped to make contact with the assist rail. The resident appears to have wedged her left calf between the assist rail and the bed frame while pivoting. When she shifted her position to be parallel to the bed, before lowering herself to the bed, she tore the flesh of the outer left front of her lower leg. The tear/cut resulted in a total of 23 stitches, 8 internal and 15 external to close the wound. Per my conversation with customer (B)(6):  assist rail: when pivoted up, there are 2 plastic caps that are flat.  When she shifted herself to sit down on the bed,  her calf got caught on the part of the rail.  Plastic cap is there, it is square, and sits just outside of the frame.  Is there a way  to eliminate this, a cover, something with rounded edge, clip/cover?